Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and high blood glucose levels. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Checking your blood glucose 7 / page 95 warning: ¿low¿ or ¿high¿ blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Checking your blood glucose 7 / page 78-79: you should perform a control solution test when you suspect that your meter or test strips are not working properly, when you think your test results are not accurate, or if your test results are not consistent with how you feel. Using the pod 5 / page 58 the pdm is not waterproof. Do not place it in or near water. Using the personal diabetes manager 6 / page 75 do not use IV prep wipes, alcohol swabs, soap, detergent, or solvents to clean the screen or any other part of the pdm. The pdm is not waterproof. Do not immerse it or place it in or near water. Living with diabetes 9 / pages 109: keep an emergency kit with you at all times to quickly respond to any diabetes emergency. The kit should include: several new, sealed pods, extra new pdm batteries (at least two aaa alkaline), a vial of rapid-acting u-100 insulin, syringes for injecting insulin, instructions from your healthcare provider about how much insulin to inject if delivery from the pod is interrupted, blood glucose test strips, ketone test strips, lancing device and lancets, glucose tablets or another fast-acting source of carbohydrate, alcohol prep swabs. Advised: when packing for travel, take more supplies than you think you¿ll need. Be sure to include: diabetes emergency kit packed in your carry-on luggage, enough pods for your trip, plus a backup supply, extra new pdm batteries, additional blood glucose meter, insulin syringes or pens in case you need injections, several vials of insulin or insulin cartridges if you use a pen, glucagon kit.

Event description:
On (B)(6) 2018, the patient's mother reported her daughter's personal diabetes manager (pdm) fell into the water. As a result, the patient's blood glucose levels started going high (levels unknown) and she had to go to the hospital. An intravenous drip was provided as treatment.